Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 51 mg/dl at time of incident and current blood glucose level was 56 mg/dl. The customer¿s blood glucose level was 70 mg/dl. The customer was treated with food and glucose tablets. The customer reported that he displays was flashing white. The troubleshooting was performed and was advised to insert the new battery. Customer states the display returned. The customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.